Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: service code: remplacement sspares h.s. + safety test item number: 0105199488, item description: actuator, jaw, x7000. Item number: 0105206957 , item description: assy, 1188hd ac inlet brd, labor-endo (labor charges endoscopy), fflightl (flat fee lightsource). Probable root cause: fan malfunction, main board malfunction, led module malfunction, thermal switch malfunction, use errors. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.